Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the manifold valve is sticking/leaking. Additional malfunction is the power switch has no alarm.